Event description:
Boston scientific crm received info in a journal article of a study where 913 pts were assessed for the prevalence of different types of atrial fibrillation (af) and their prognostic importance in pts with implantable cardioverter defibrillators (icds). The icds mentioned in this study were from several different manufacturers, including boston scientific. The existence and type of af (paroxysmal, persistent, or permanent) were assessed at implantation. During the pt follow-ups, the occurrence of appropriate or inappropriate device therapy as well as mortality was noted. It was reported during the course of this study that 117 (13%) pts died, 228 (25%) pts experienced appropriate device discharge, and 139 (15%) pts received inappropriate shocks. No specific manufacturer, model or serial numbers were provided with this data. The actual cause of death was only identified as all cause mortality. No specific device malfunctions were identified in conjunction with these deaths.

Manufacturer narrative:
Attempts have been made to obtain any info on boston scientific device involvement with the mentioned deaths. The journal article referenced: borleffs cj, van rees jb, van welsenes gh, van der velde et, van erven l, bax jj, schalij mj. Prognostic importance of atrial fibrillation in implantable cardioverter-defibrillator patients. J am coll cardiol. 2010 mar 2; 55 (9): 879-85. No additional info is available. If any additional info does become available, this report will be updated.